Event description:
It was reported that a spectrum infusion pump falsely alarmed "air-in-line". It was also reported that there was no patient incident.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported symptom "false 'air-in-line' alarms", determined to be caused by a failed ultrasonic sensor. The evaluation found that the ultrasonic readings were low, making the unit more sensitive to false "air-in-line" alarms. The failed ultrasonic sensor was replaced.